Event description:
It was reported that several days before the patient expired, patient had a vf event. No electrical anomalies were noted. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The device was tested on the bench and using automated test equipment and was found to be normal. No anomaly was found. Following fields deleted: